Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pressure regulating balloon (prb) migration, urinary incontinence and scrotal herniation cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot# number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the artificial urinary sphincter (aus) instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence and scrotal herniation with this artificial urinary sphincter (aus). It was found that the balloon migrated from the abdomen to the scrotum. A surgical procedure was performed wherein all components of the existing aus were explanted and replaced with a new device. No additional patient complications were reported and the patient was reported to have recovered.